Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Patient's mother called to report that the patient's pump became overheated. The pump was too hot to hold in the hand and the battery cap was melted. The customer and his mother opened the battery compartment and noticed the battery had exploded inside the pump. "The pump was burning because it was too hot to touch." Pump and battery cover are being returned and replaced. No adverse event alleged.

Manufacturer narrative:
The investigation of the returned device did not find signs of fire, burning, melting or smoke. However, the supercap has leaked due to a manufacturing error. As a result, the supercap and the surrounding electronic parts are corroded. This led to a higher than normal power consumption by the pump. The increased power consumption can cause the insulin delivery device to generate heat.